Event description:
The customer reported a patient incident occurring on (B)(6) 2023 around 20:16. The patient had coded twice, while being moved and had to be moved back and forth; the patient was in the pcu on bed 332, and then was moved to bed 2015. The philips product was not at fault, however, the philips information center ix (pic ix) had been silenced, and the clinicians were not aware so they did not hear the alarm. The silencing is what is being considered a contributing factor by the customer. A philips technical consultant (tc) went to the customer site and obtained log files, which are to be reviewed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse confirmed the device was now functioning as intended. A philips pic ix product support engineer (pse). Reviewed the provided data and consulted a philips patient monitor pse in regard to the bedside activities on the mx700. Please see the review from the pic ix pse below. ¿the clinical audit trail data in regard to: ¿ event date and time: (B)(6) 2023, around 20:16 ¿ bed: bed 2015 can not provide any information in this timeframe. As seen, the device iic2015 just got back from standby at 20:41:09 and since 14:04:03 there is no other data. Attribute:date- 2/4/2023 20:41:09; attribute:bed_x0020_label - ic2015; attribute:action - exiting standby; attribute:device_x0020_name - iic2015. Attribute:date 2/4/2023 14:04:03; attribute:bed_x0020_label - ic2015; attribute:action - abp - mean high:110 mean low:70; attribute:device_x0020_name - iic2015. It can be seen in the pic ix logfiles provided, the device iic2015 in ic2015 is associated at this time. To have more specific bedside data, it would be required to check the data in the [alarm review window] on the mx700, which is not available. The pse could not find any additional information and there is no information provided regarding the previous bed 332.¿ results of functional and technical testing indicate that there is no malfunction, and no alarms are missing from the data we have on the pic ix. The event cannot be reproduced. There is a time gap from when the patient was moved from pcu on bed 332, and then was moved to bed 2015. With this time gap, the pse could not see if anything happened. It was suggested by the pse that a clinical application specialist work with the customer for the request. During a follow up call with the customer, the customer requested the pic ix solution and bedside enhancement to allow the end user to acknowledge, silence, pause the alarms at each device separately. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.